Event description:
Additional information received indicated a lead revision procedure was performed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated that noise resulting in oversensing was observed on the lead. Additionally, the physician suspected a lead fracture to be the cause of the event.

Event description:
During a remote follow-up, noise was observed on the right atrial (ra) lead. The physician alleged suspected lead damage to be the cause of the event, however, it was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.